Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the tip was missing a piece and required repair, during reprocessing involving an olympus ultrasonic gastrovideoscope. There was no patient injury reported.